Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of a ventral hernia, a bard ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2010 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of a ventral hernia, a bard ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2010: the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2009: patient was diagnosed with incarcerated ventral hernia and underwent open repair with ventralex mesh. Per operative notes, "the hernia sac was noted to contain omentum adhered to the wall of the sac and overlying subcutaneous tissue which were freed up. The repair was primarily closed with circular ventralex patch placed in the center of the closure and sutured". On (B)(6) 2010: patient was diagnosed with small bowel obstruction, recurrent ventral hernia thereby underwent open repair with mesh removal. Per operative notes, "took down numerous intraabdominal adhesions. We then carefully dissected existing polypropylene ventralex mesh which had folded, intimately attached to the bowel. One segment of mesh was actually incorporated into the lumen of the small bowel and required enterotomy to resect the mesh. Repaired the abdominal wall and ventral incisional, incarcerated obstructed hernia with biological mesh and sutured.¿ attorney alleges that the patient had adhesions, hernia recurrence, bowel obstruction, pain. It is also alleged that the mesh had folded under, incorporated into the lumen of the small bowel requiring small enterotomy.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 6 months post implant of ventralex mesh, patient was diagnosed with small bowel obstruction, hernia recurrence, inflammation, adhesions and underwent repair with mesh removal. Per op notes, ¿mesh had folded, intimately attached to the bowel and one segment of mesh incorporated into the lumen of the small bowel.¿ the instructions-for-use supplied with the device lists erosion, migration, inflammation and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Corrected field: d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.